Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation beneath her breasts. Patient stated the irritation under the right breast broke and secreted blood. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse recommended baby powder and diaper rash ointment. Follow up indicated that the skin irritation is starting to improve.